Manufacturer narrative:
The pump was received with broken off the end cap, missing motor, missing electronic assembly, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and fell to the ground. Customer's blood glucose was 266 mg/dl at the time of incident. No further details given.